Manufacturer narrative:
E1 : the entire establishment name is (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found nozzle had foreign objects. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section rubber has a chip, white clouded area and has a crack. Universal cord has a wrinkle. Switch button 1 has a scratch. Switch button 2 has a scratch. Switch button 4 has a wear. Image guide protector has a scratch. Objective lens has a chip. Adhesives around objective lens has white-clouded area. Adhesives around light guide lens has white-clouded area. Plastic distal end cover has a scratch. Connecting tube has a scratch. Foreign matter questionnaire found the following: the customer cleaned, disinfected and sterilized the device before it was sent to olympus. There was no delay in the start of precleaning (no lag time between the end of clinical use and the start of precleaning). The customer flushed the air/water nozzle with air and water. There were no abnormalities in the accessories use dfor reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle / channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function: inspection of the spray valve function. (A)inspection of the water feeding function: 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function: 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope produced a cloudy image. Inspection and testing of the returned device found a nozzle clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.